Event description:
On (B)(6): customer reports during the contrast media loading process, when purging air the syringe tip broke away from the tapered portion of the barrel of the syringe. The customer did have a stopcock and high pressure tubing connected to the syringe tip. No patient connected during this part of the procedural process. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.